Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. The allegation of leaking from the bending section cover was confirmed due to a pinhole on the bending section cover. In addition, suction volume did not meet the standard value due to the suction cylinder being shaved by scraping with a cleaning brush, water removal ability did not meet the standard due to clogging of the nozzle, angulation in the up, down, and left directions did not meet the standard due to wear of the angle wire, the play in the angulation knobs was out of standard due to wear of the angle wire, there was a gap in the adhesive on the bending section cover, there was a scratch on the universal cord due to physical stress, the objective lens was cracked and the light guide lens was scratched due to a shock caused by dropping and knocking the endoscope to a hard surface, the distal end cover was dented due to handling, the scope connector was scratched due to physical stress, the scope connector and scope connector cover were sticky due to chemical stress during reprocessing, switch one was cut due to physical stress, the grip was scratched due to physical stress, the forceps channel port was shaved due to physical stress, and there were black dots in the image due to damage on the charge coupled device unit. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported leakage from the bending section cover of the subject device. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.